Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was admitted to the emergency room in (B)(6) 2024; however, he could no longer remember the details of the event date and the time of the report. The patient reportedly mentioned an inaccuracy during which time he experienced chills, diaphoresis, and unconsciousness. The egv at the onset of symptoms was not documented. It was not documented whether a bg was checked at the onset of symptoms. It was not documented whether the patient attempted to self treat his symptoms. In the ed, the patient was given glucose to help him increase his sugar. The route of glucose administration was not specified. After that, he could no longer remember the rest of the details and was back to normal after the incident. At the time of the report, the patient was fine and stable. At an unspecified moment, the bg was documented as being 160 mg/dl while the egv was 270 mg/dl. There was no documentation of symptoms or treatment for mild hyperglycemia at that moment. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.